Event description:
The device was reprogrammed on (B)(6) 2021 prior to revising the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in were noted on the right ventricular (rv) lead. Technical support was contacted and further confirmed episodes of far-p wave oversensing. The rv lead was capped and replaced. The patient was stable.